Event description:
It was reported that the ilet bionic pancreas generated repeated alert 38 motor stall errors during meal announcements, resulting in an inability to proceed and subsequent restart prompts; troubleshooting confirmed proper setup, site rotation, cartridge/adapter/inset use, bubble removal, and a straight cannula, and the patient switched to subcutaneous insulin by pen as alternate therapy, consistent with a failure to infuse attributed to the pump motor component. Symptoms included hyperglycemia with blood glucose values up to 390 mg/dl without reported clinical sequelae. Outcomes included the need for unexpected medical intervention in the form of medication administration via alternate insulin therapy, without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.